Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. A review of the device history record and the product release decision control sheet confirmed that there is no indication of production-related problem or of discrepancy in the test/inspection results. A search of the complaint file found no other report of this nature with the involved product/lot# combination. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported air bubbles in the capiox rx15 before ecc the blood circuit was assembled by the perfusionist. Follow up communication with the user facility reported the following information: it was reported during priming, she observed air bubbles in the oxygenator; then tried to remove them through recirculation line and arterial filter;opening the recirculation line and clamping the arterial line, she tried once again to remove the bubbles, in vain; the bubbles were continually generated in the oxygenator; the oxygenator was replaced with a competitor's; it was reported no blood loss; the operation was completed successfully; and no patient involvement.

Manufacturer narrative:
As stated in this report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2015-00199. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomalies. The oxygenator module was filled with saline solution and pressurized, no leak was confirmed. The actual sample was built into the circuit with a roller pump and tubes and primed with saline solution at the flow rate of 2.0l/min. For 2 minutes. As a result, it was found to be difficult to remove air entrained in the oxygenator module. The actual sample was primed again at the flow rate of 5.0l/min. Air was able to be removed from the purge line. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed there were no indications of production related problems or any discrepancies in the inspection result. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. The investigation confirmed the actual sample was the normal product did not reveal any anomalies which would relate to a difficulty in removing air in the oxygenator module. Although the cause of the reported event cannot be definitively determined based upon the available information, it is likely that the flow rate, 2.0l/min. During the priming was not sufficient to remove air entrained in the oxygenator module completely. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following; "recirculate the priming solution at a rate of 4l/min or higher to facilitate air removal. Failure to remove air from the oxygenator may result in serious injury to the patient." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2015-00199.

Manufacturer narrative:
This report is being submitted as follow up #1 for mfg. Report #9681834-2015-00199 to provide the correction of product code.

Event description:
This report is being submitted as follow up #1 for mfg. Report #9681834-2015-00199 to provide the correction of product code.